Event description:
The rptr stated the surgeon implanted a 12.0mm icm120v4 implantable collamer lens in pt's right eye on (B)(6) 2003. A anterior subcapsular cataract was observed on (B)(6) 2009. On (B)(6) 2011, the icl was explanted and the cataract was removed, a intraocular lens was implanted. On pt's last visit, (B)(6) 2011, bcva was 20/20.

Manufacturer narrative:
(B)(4).